Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name and mail ID), g3, g6, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the error. Additionally there was continuous bit failure in logs and the fiber optic module was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that cardiosave intra aortic balloon pump had fiber optic module failure error while on patient. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.